Manufacturer narrative:
Reporting facility telephone is not available. DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4), manufacturing date: 03.sep.2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: reporter phone number: (B)(4). A product development investigation was performed. T-pal spacer applicator inner shaft (part #03.812.003, synthes lot# 8513932) was received and examined at customer quality. A visual inspection, device history records review and drawing review were performed as part of this investigation. It was observed during investigation that the returned inner shaft was bent at the distal end. The rest of the surface/features of the insertion handle show no signs of damage and surface wear and are in functional condition. The complaint condition could not be replicated as the concomitant devices were not returned with the complaint. Relevant product drawings were reviewed. The width of the shaft measured and found to be within the specification per relevant drawing. Other distal tip features could not be verified accurately due to device tip being bent. The design and materials were found to be appropriate for the intended use of these devices. The returned inner shaft was received bent. This could have happened during operation which interfered with the spacer releasing mechanism. This could be a result of excessive hammering during spacer insertion and positioning. Hence, exact root cause could not be determined based on available information. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. It is a case of post-manufacturing damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported the following: the surgeon tried to release the tpal applicator shaft from the tpal spacer and it wouldn't release. He disassembled the tpal handle and then was able to remove the shaft off of the spacer. This occurred during a one level l4-5 interbody spacer and fusion on (B)(6) 2017. This complaint has 1 device. Concomitant devices: part - t-pal spacer applicator handle, lot #-unknown. Quantity (1). Part - tpal implant, lot #-unknown. Quantity (1). This report is 1 of 1 for (B)(4).